Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (cartridge alarm 1) occurred during pumping. Blood glucose was 115 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.